Event description:
The customer reported that the system displayed filament regulator, charger failed and pre-charge voltage errors. These errors were caused by the generator battery charge being low. These errors may prevent the system from booting up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator batteries. The system operates as intended.